Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently swapped pumps with a sibling which had different pump settings and as a result, the blood glucose (bg) level dropped to 30 mg/dl. The contact had to assist the customer with consuming sweet tea to address the low bg. The customer was "doing fine" at the time of the report.